Event description:
The customer reported the system displayed a "heater error" message. This error is a fatal error and results in a system lock up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The heater board was replaced during the service call. The system was tested and found to be working as intended and put back into service.